Event description:
A 29 mm core valve evolut pro+ serial # (B)(4) when deploying the device, the nitinol frame did not open. The device was reconstrained and removed from the body. After the device was removed the pt became hypotensive and the aortic waveform was "ventricularized" suggesting the development of severe aortic regurgitation - likely occurring with removal of the valve. Even though the calcium score of the valve was only 1600 we thought that perhaps the native valve required valvuloplasty to help the evolut open. Bav was performed. After the bp dropped to 30 requiring brief CPR, epinephrine and pacing. A second evolut pro+ was rapidly deployed and bp normalized. Pt did fine without any add'l complications. When the first valve was displayed outside the body the valve was very slow to open even when held by warm hand. Valve opened normally in very hot water. FDA safety report ID# (B)(4).